Event description:
Information received regarding the explanted device notes that during a routine office visit, initial interrogation gave an eol/rrt message. Battery data were 2.52v, 10.9 kohms and dashes (---) for current drain. The magnet rate was 87.3 ppm. Subsequently, the device was replaced. The patient was pacemaker dependent.